Manufacturer narrative:
On 21-apr-2023, mentor became aware that devices received at the mentor failure analysis lab on (B)(6) 2023 belong to this complaint file. On 25-apr-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant after a mammogram. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view within an area of shell abrasion measuring approximately 0.1 cm. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the deflation could be the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. A second product was received (lot #124600). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated post implantation. The patient had a mammogram and then noticed that the right breast appeared flat. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 350cc saline breast prostheses on (B)(6) 2023.